Manufacturer narrative:
(B)(4). The philips solution center (sc) provided phone assistance. Logs were sent in and reviewed. The customer indicated that the leads off alarms were set to yellow. Piic logs do not log yellow alarms, thus the events of the incident could not be confirmed, however, an asystole alarm did sound at 1743 which was silenced by users indicating that the device was audibly alarming. Per communications with the biomedical engineer the device was tested and found to be working as expected and configured. The biomedical engineer stated he felt comfortable that the device/system was operating properly.

Event description:
The customer reported that a pt expired post-surgery after removing their monitoring leads, and the customer wanted to find out if the system failed to alarm "leads off" or if the alarms were ignored.